Event description:
It was reported prior to crt-p implantation procedure, the device was noted to be in back up vvi mode and that hv therapy was disabled. Upon re-interrogation, the device continues to be in backup vvi status. The device was removed and there was no consequence to the patient.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset (por). Device image also showed code corruption. The device was tested on the bench and no anomalies were found. Power-on-reset could not be reproduced. The cause of the por could not be determined.